Event description:
It was reported that during the laparoscopic cholecystectomy, the surgeon was unable to apply the clips with the device. The applier was delivering the clip in the wrong way and because of that the clips got stuck. The surgeon was unable to close off the gallbladder. There was delay of surgery, harder procedure for surgeon, risk of tissue damage around gallbladder, anesthesia time increased.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The channel box was bent. Both jaws were also pushed into the outer tube. The damage to the channel box and the jaws would prevent clips from firing properly. The sample appears used as there is biological material present on the device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. The sample was returned with the channel box was bent. Both jaws were also pushed into the outer tube. It was found that the bottom jaw was severely bent. The top jaw was also bent and the channel pivot holes were deformed. The damage to the channel box and the jaws would prevent clips from firing properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900052 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the laparoscopic cholecystectomy, the surgeon was unable to apply the clips with the device. The applier was delivering the clip in the wrong way and because of that the clips got stuck. The surgeon was unable to close off the gallbladder. There was delay of surgery, harder procedure for surgeon, risk of tissue damage around gallbladder, anesthesia time increased.